Event description:
On (B)(6) 2012, (B)(6) reported that the reservoir (lot 70070154) was blocked after 4.5 hours. The reservoir was changed and everything is okay. (B)(4).

Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4).